Event description:
It was reported that during an unspecified procedure, the stent delivery system catheter became stuck to the guide wire upon removal. The 50% stenosed lesion was located in the mildly tortuous and uncalcified left axial vein. The sentinol self-expanding nitinol biliary stent system was advanced to the target lesion and the stent was deployed successfully. However, upon removal of the delivery system, the stent delivery catheter and the guide wire became stuck together. The devices were removed as one unit. There were no pt complications and injuries reported. The pt status is listed as 'ok'.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).